Event description:
A healthcare worker complained of watery and burning eyes when working in a room where a sterrad 100s is used. The employee received an unspecified eye drop from her physician. The customer reported the employee continues to work with the unit without further complaint. The physician refused to give out patient information.

Manufacturer narrative:
Watery and burning eyes when working in a room where a sterrad 100s is used.